Manufacturer narrative:
H3. Device evaluation: customer report of dysfunction was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and commissure 3 bent slightly inward. X-ray also demonstrated minimal calcification on the free margins of leaflet 2 and 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 15mm on leaflet 2 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 3mm at commissure 1 and leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had a 6mm cut at the cusp area. Approximately 60% of the sewing cloth was removed from the sewing ring and was not returned with valve. Sewing ring had multiple cuts and sutures still attached around the valve. Wireform was exposed around leaflets 2 and 3 on the inflow aspect. H10. Additional manufacturer narrative: updated sections d10, h3, and h6. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Edwards received notification that a 29mm mitral edwards valve implanted in mitral position was explanted from a patient of an unknown age after 3 years of the implant due to early dysfunction. Type of dysfunction was not reported. The valve was replacement with a non-edwards valve. Patient was doing well.

Manufacturer narrative:
Additional manufacturer narrative: updated (expiration date). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was not reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that an edwards valve was explanted from a patient of an unknown age after 3 years of the implant due to early dysfunction. Type of dysfunction was not reported. Patient was doing well.